Manufacturer narrative:
(B)(4). Batch #: r93d42. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic ovarian tumor resection and hysterectomy the white tissue pad fell off when taking the device out after finishing using it. The piece fell off outside of the patient's body. There was no patient consequence reported. No additional information can be provided.